Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer also stated she wore the insulin pump during a CT scan prior to the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the evaluation has not been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.